Event description:
It was reported that a contact called customer care after a circle notification indicated the user was experiencing hyperglycemia, but the contact was not with the user and troubleshooting could not be performed. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included a request to troubleshoot with the user present to assess device performance and use conditions. Investigation of this case revealed that no device issue or user-related factor could be identified because direct assessment was not performed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.